Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited image distortion. The event occurred during inspection prior to use. There was no patient involvement.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. Corrected fields: e3, g4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer